Event description:
Note: the event date is 2008; the actual date is unknown. It was reported to boston scientific corporation that an ultraflex diamond biliary stent was placed on approximately the previous month (female pt). According to the complainant, "my wife had her gallbladder removed some one and a half years ago. Following some recent discomforts she underwent an ercp (endoscopic retrograde cholangiopancreatography procedure) some 3 and a half weeks ago [the same date]. However, the stent ... Became dislodged and was expelled in her stool just two weeks after insertion." The condition of the pt is unknown.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined.